Event description:
It was reported that the resident was assisted with a transfer from a wheelchair to the restroom using the sara stedy lift and sustained a fracture to the left heel. The device is serviced by the facility¿s maintenance department. After the incident, it was evaluated by facility staff, who did not find any malfunction. The customer was unable to determine the exact cause of the injury but indicated that it may have been due to staff error during the transfer.